Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the dock connector assembly was replaced to resolve the reported malfunction. Analysis for reports of this type has not identified an increase in trend.